Event description:
It was reported that the patient complained of feeling faint and presyncopal. The lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. A fracture was suspected. The lead was explanted and replaced. During the replacement procedure, the left ventricular (lv) lead was damaged, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. The distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 4196 implantable pacing lead - (B)(6) 2009; 1668tc competitor implantable pacing lead - (B)(6) 2004. (B)(4).